Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site (B)(4) (type I bone). Primary stability and osseointegration were achieved. The implant was removed on (B)(6) 2012. Medical history: no significant finding.